Manufacturer narrative:
Beckman customer technical specialist (cts) remotely assisted the customer with troubleshooting the device. The customer replaced the sample probe and the sample syringe to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported false low ise (ion-selective electrode) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.